Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-84403 and 2032227-2014-02302.

Event description:
Customer reported that he was unconscious due to unexplained low blood glucose. Customer stated that the paramedics were called to assist customer at home. The blood glucose reading was low when the paramedics arrived. Customer stated that the low blood glucose was because he was treating according to the sensor and it was given incorrect readings. Customer also stated that it was no damage to the transmitter. Nothing further was reported.